Event description:
A customer reported a high blood glucose level, with the specific value unknown as it was displayed as "high;"; although specific value was not provided. Cause was not known. The customer managed the situation by administering a correction bolus via pump and walking, and no further assistance was required as the issue was resolved.